Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device issue has been reported. It was reported that another company's guide wire failed to cross the lesion. Additionally, a perforation occurred after deployment of another company's stent, which needed treatment with a graftmaster stent. The graftmaster was placed successfully. Echocardiography did not reveal a significant pericardial effusion. The patient was reported to be fine and left the cath lab. Post procedure, the patient had severely decreased left ventricular function, with anterior and apical akinesis (ejection fraction 23%). In 2009, the day after the procedure, the patient had two code blue events and had been bradying down to 47 and 57, and was in fib. The patient experienced a large anterior myocardial infarction and expired. The mi and patient's death is stated not to be related to the graftmaster device; however, will be conservatively filed as we cannot say for certain that the product did not contribute to the patient's death. No additional event or patient information is available.